Event description:
Procedure type: sils lavh. According to the reporter: the one side of the light grey seal (half moon shape) in one of the 5mm trocars broke off and fell down the 5mm cannula into the patient's abdominal cavity. This occurred as the surgeon and pa were inserting instruments through the trocar. The part that broke off was found and extracted from the patient before the surgery ended. The surgeon used another 5mm port provided in kit. The patient is doing fine. The sils lavh surgery was a success and the patient was able to leave the next day. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).